Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a severely tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered and excessive force was used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. A 2.0mm balloon was used to expand the dislodged stent at the lesion. It was stated that rotoblating was performed but the physician could not get to the lesion site. A non-medtronic guide extension catheter was also used in the delivery attempt. It was stated that the lesion was very calcified. The patient is reported to be alive with no injury.